Event description:
Revision surgery due to pain.

Manufacturer narrative:
The agent reported, patient had pain. Female 54. Complaint has been evaluated and is similar to report number 1644408-2019-00726; 342-12-707, s807 - pain, revision surgery. Surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.